Event description:
A supplemental MDR is being filed to indicate that this event was filed in error, as the malfunction occurred prior to use and without patient consequence. The handle of the indeflator broke prior to being used on the patient, thus the device was not used. It was easily identified and replaced without resulting in a significant delay in the procedure. An initial medwatch report has already been filed, thus, a supplemental will be filed to correct the initial submission and will remain identified as MDR reportable in the complaint handling database.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The returned device analysis confirmed the reported handle separation. While a search of the lot history record indicated no related non-conformance records for this specific lot, based on an expanded related record review and investigation, a product issue related to indeflator handle breaks was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue.

Event description:
It was reported that during the procedure, when an indeflator 20/30 inflation device was connected to an unspecified balloon dilatation catheter, before inflation, it was discovered that the rotating handle of the indeflator was loose. The indeflator was replaced with a non-abbott indeflator and the procedure was successfully completed. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.